Event description:
This senior medical surveillance specialist spoke with the reporter/layperson regarding an allegation on 9/14/09 that the patient /layperson had obtained an elevated result on the onetouch ultra meter followed by hypoglycemia. The reporter provided the following information. The reporter could not recall the recent date that the patient had tested, obtaining "500 or something", and then injected humalog insulin based upon the result. Twenty minutes later, the patient started sweating. The patient tested on the reporter's meter, result between 45 and 60 mg/dl. The patient self-treated with food and felt better. The customer care advocate replaced the meter and test strips. The reporter did not recall the results given to the cca that were different than those given to this specialist. Because the reporter alleged that the patient became hypoglycemic due to injecting insulin based upon an inaccurately elevated result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.